Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to load a cartridge onto the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, after the cartridge was removed from the pump the customer noted insulin was leaking. Reportedly, the customer was reusing the cartridge. The customer's blood glucose (bg) level was 200 (mg/dl). It was indicated that the customer will deliver a manual injection.